Manufacturer narrative:
Initial and final report.

Event description:
User reports occlusion in tube connector, not allowing air to pass through the tube, leading to inaccurate readings. Physician removed the tube and successfully replaced with a different tube. Device evaluation confirmed partial occlusion, which still allowed air to pass through. No patient injury was reported.